Manufacturer narrative:
It was reported that when the nurse attempted to obtain blood sugar reading and put the sample on the strip, the monitor beeped and then turned off. The monitor would flash on but would never stay on. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Monitor screen went blank, flashed and stopped providing a reading.